Event description:
It was reported the device had a bad air sensor and cracked lens. No patient injury reported.

Manufacturer narrative:
It was confirmed the customer's reported problem was verified. Inspected the pump and found lcd lens cracked. However, unable to find air detector sensor fail during functional tests. Therefore, the lcd lens will be replaced. Recommend to replace air detector sensor as preventive measure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).